Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, lot# n109242007, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patients implantable infusion pump for chronic low back pain and non-malignant pain. It was reported on 2016-09-12 that a patient experienced an acute increase in pain symptoms. It was also reported that there was an accumulation of fluid both in the paraspinal region as well as in the infusion pump. A pump study had revealed that the pump had become completely inverted, and dislodged from its anchor stitches. The patient had gone in for a replacement of her spinal catheter, and revision/anchoring of her infusion pump. During the surgery it was reported that there was a release of clear fluid from the pump pocket. None of the anchors of the pump were attached, and the spinal catheter was coiled within the pump pocket. Also, just distal to the connecter the catheter was dislodged. The patient medications were unknown. The status of the patient was unknown. The patient has a medical history of chronic intractable pain, lumbosacral intervertebral disk disorder, post lumbar laminectomy syndrome, chronic radiculitis, a history of lumbar vertebral body fracture, carotid vertebral disease, irritable bowel syndrome, hypertension, anemia, multiple ischemic attacks, aphasia, lumbar spine disease, osteoporosis, glaucoma, right shoulder implant (prosthesis), appendectomy, arthritis, back surgery, aortic dilation, sciatica, vertebroplasty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.